Event description:
The recipient is reportedly experiencing sound quality issues and non-auditory sensations, with and without device use. Programming adjustments were made, however, the issue is not resolved. The recipient has elected for revision surgery to explant the device.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.